Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported the blue plunger on the maxplus valve was stuck in the down position after flushing. Reported leakage occurred; the valve was replaced without incident. No pt harm reported and no medical intervention was required. Customer stated that no additional event or pt information is available.